Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info, at this time additional info has not been received. The device history records(DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of loose epithelium detected on a pt's right eye at one week post photo refractive keratectomy (prk). Attempts have been made to obtain additional information, at this time additional info has not been received.